Manufacturer narrative:
Additional information added to e1. Correction to h6 based on additional information. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: liner unexpanded and tip unopened. There was no liquid noted on flushed tube however some dried liquid rests were observed. An engineering study was performed to examine the propensity of silicone in the flush tube to be removed during device preparation as well as to evaluate the possibility of silicone material originating from the valve stack (applied to housing in manufacturing). See attached memo summarizing results. The study indicates that silicone would be able to be flushed away during device preparation. In addition, as silicone was able to travel from housing into the flush tube, the possibility of silicone application during esheath manufacturing having a potential impact on this event could not be ruled out at this time. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was noted: liquid observed inside flush port of the packaged esheath. The reported event for system components anomaly was confirmed through returned product evaluation and review of the provided imagery. A potential manufacturing non-conformance or a supplier related issue was identified through the investigation. Evaluation of the returned device showed residual rests of liquid substance inside the flush tube. Analysis performed on the isolated substance revealed silicone base composition, consistent with silicone component that is a part of esheath. During esheath manufacturing, this silicone material is incorporated into two different locations: hemostatic valve stack (inside of housing) and three-way stopcock. During sheath packaging, liquid silicone is injected in between the valves and inside the cross slit of the most proximal valve. An engineering study confirmed that application of excessive silicone may cause the fluid to migrate from sheath housing and accumulate inside the flush tube (refer to lab notebook memo within product evaluation). Therefore, an awareness communication was performed as a precautionary measure. As the stopcock component comes pre-assembled with silicone from supplier, a scar has been initiated for further investigation. Available information suggests that the reported event may be tied a manufacturing non-conformance or a supplier related issue. However, since the silicone source was unable to be unequivocally ascertained, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards new zealand affiliate, during device preparation of a 14f esheath, fluid was noted in the hub when the esheath when it was taken out of the sterile packaging and still in the white tray. A new esheath was used and the tavr procedure was completed successfully. Per report, the kits were stored in a temperature controlled storage location in the hospital in which temperature and humidity were maintained according to edwards instructions for use requirement. The kits were not disassembled for storage. The kits are shipped from the warehouse to the site when there is an order. The kits were shipped in an ambient condition as they shipped on a same day or overnight shipment.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: liner unexpanded and tip unopened. There was no liquid noted on flushed tube however some dried liquid rests were observed. An engineering study was performed to examine the propensity of silicone in the flush tube to be removed during device preparation as well as to evaluate the possibility of silicone material originating from the valve stack (applied to housing in manufacturing). The study indicates that silicone would be able to be flushed away during device preparation. In addition, as silicone was able to travel from housing into the flush tube, the possibility of silicone application during esheath manufacturing having a potential impact on this event could not be ruled out at this time. Imagery was provided by the site, and the following was noted: liquid observed inside flush port of the packaged esheath. The reported event for system components anomaly was confirmed through returned product evaluation and review of the provided imagery. Investigation points to the possibility of manufacturing non-conformance being involved. A review of IFU/training materials revealed no deficiencies. Evaluation of the returned device showed residual rests of liquid substance inside the flush tube. Analysis performed on the isolated substance revealed silicone-base composition, consistent with silicone component that is a part of esheath. During esheath manufacturing, this silicone material is incorporated into the sheath housing by being injected inside the cross-slit valve. This study confirmed that the application of excessive silicone may have caused the fluid to migrate from sheath housing and accumulate inside the flush tube suggestive of observed issue potentially stemming from manufacturing. Therefore, an awareness communication was performed to notify the manufacturing site of observed defect. As a precaution, since esheath flush-tube assembly incorporates silicone into three-way stopcock, the stopcock supplier was notified via supplier notification of nonconformance (snn). As such, available information suggests that the reported event may potentially be tied to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.